Event description:
It was found that the siderail had reduced coverage due to a missing gate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.